Event description:
A teleflex medical sales rep alleges the appliers are not closing clips properly. He reported two appliers are affected with this reported condition. It is unknown when this condition was identified or if any pt was involved. No add'l info is available at this time.

Manufacturer narrative:
Device evaluated by manufacturer: the reported complaint was not confirmed. The investigation revealed the appliers were sticking slightly when first received. The appliers were then cleaned and lubricated then tested. The evaluation revealed 6/6 clips closed with no issue. The device worked as intended. Actual device involved in incident was evaluated. Performance tests performed. Lubrication insufficient. Conclusion: device maintenance contributed to event.